Event description:
A customer called to report the system would not build to the maximum limit during oil extraction. Pt impact is unk at this time. Additional info has been requested.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. (B)(4).